Manufacturer narrative:
Product analysis: the printing issue was unconfirmed. The programmer displayed an overheat warning, during testing. The power supply was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had difficulty printing. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out-of-specification on analysis.